Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two other prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using prostyle closure devices. Using a 21f sheath, the impella pump was removed from the patient and replaced with an 8f sheath. Three prostyle closure devices were attempted, but a cuff miss occurred with each one. The fourth was successfully placed and a fifth was placed, successfully achieving hemostasis. The post-close procedure was used to prevent infection after the impella pump was removed. There was no adverse patient effect and no reported clinically significant delay in procedure. No additional information was provided.